Event description:
Literature was reviewed regarding a meta-analysis of published literature on local versus general anesthesia for transcatheter aortic valve implantation (tavi).  Multiple manufacturer¿s devices were implanted in the study population; medtronic devices referenced in the literature included corevalve, evolut r, and evolut pro bioprosthetic valves.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: bleeding and vascular complication, myocardial infarction, paravalvular leak, acute kidney injury, stroke, and wound infection.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: jaffar-karballai et al. Local versus general anaesthesia for transcatheter aortic valve implantation (tavi): a systematic review, meta-analysis, and trial sequential analysis of randomised and propensity-score matched studies. Curr probl cardiol. 2024 m ar;49(3):102360. Doi: 10.1016/j.cpcardiol.2023.102360. Epub 2023 dec 19. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.